Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the battery was expired and needed replacement. There was no reported patient involvement.

Manufacturer narrative:
Remote support from the customer care solution center was received. It was determined that this was a malfunction of the battery which was quoted for replacement. The device remains at the customer site and no further evaluation is warranted at this time. The cause of the reported problem was the battery. The reported problem was confirmed. The remote service engineer provided a quote for a replacement battery; however, the quote has not been accepted at this time. H3 other text: remote support from the customer care solution center was received.